Manufacturer narrative:
The investigation is still ongoing.

Event description:
On (B)(6) 2025, the customer contacted cepheid's technical support to report a questionable positive result on the xpert mrsa/sa bc (ce-ivd) lot 22802/1001490115. [Methicillin-resistant staphylococcus aureus; staphylococcus aureus]. The patient is 71-year-old individual and was admitted to the hospital due to respiratory distress and a heart attack. They were placed in intensive care and had an indwelling catheter. The patient was not immunocompromised and had no history of diabetes, cancer, or vascular disease. From (B)(6) 2025 to (B)(6) 2025, the patient was treated with cephotaxime. On (B)(6) 2025, a whole blood sample was collected from the patient using a biomerieux hemoculture aerobic tube (bact/alert fa plus) and placed in the bact/alert virtuo system (an incubator). On (B)(6) 2025, the system flagged the sample as positive for microbial growth. The same day, the sample was tested using the xpert mrsa/sa bc assay (lot 22802/1001490115), which reported mrsa positive, sa positive. The result was communicated to the physician. Instead of being stored at 4°c as recommended in the package insert, the hemoculture was kept in the incubator for future testing, which constitutes an off-label use. On (B)(6) 2025, the hemoculture was streaked onto blood and chapman agar gel plates and incubated at 35°c. On (B)(6) 2025, the agar plates revealed the presence of two coagulase-negative staphylococci: staphylococcus capitis and staphylococcus hominis. No gram stain was performed; identification was done via maldi-tof (matrix-assisted laser desorption/ionization time-of-flight) mass spectrometry by bruker. No susceptibility testing was performed, and no mixed culture was reported. The same day, the sample was retested using the xpert mrsa/sa bc assay (lot 22802/1001490115), again yielding mrsa positive; sa positive. This repeat test was performed on the same sample, which had remained in the incubator since the initial test. At the time of the incident, the patient remained in intensive care and underwent a transesophageal ultrasound due to complications. The discrepancy in test results led to a delay in diagnosis and the administration of vancomycin, which was not the appropriate antibiotic.

Manufacturer narrative:
The patient is a 71-year-old female hospitalized in the intensive care unit. No information was provided regarding current medications. A positive blood culture was tested with xpert mrsa sa bc according to the IFU and showed "mrsa detected." Based on this result, the patient was treated with vancomycin for 48h. To investigate the possibility of sa endocarditis, the patient underwent both transthoracic and transesophageal echocardiography. Subsequently, the intensivists concluded that the mrsa result was likely a false positive, and antibiotic treatment was discontinued. The impact on the patient consisted of unnecessary vancomycin treatment and additional imaging procedure (transesophageal ultrasound). The patient died since the event. According to the laboratory physician, there was no relation between the case and the death, and no further details were provided. After the first test, a second test on the same positive blood culture confirmed the same result. Comparator testing included culture, which isolated two coagulase-negative staphylococci (cons) strains resistant to methicillin. Identification of these isolates was performed using maldi-tof, and drug susceptibility testing was conducted on agar media. Subculture on chapman agar did not yield sa. Analysis of the pcr curves showed strong amplification of the mec gene with a cycle threshold of 14.8, late amplification of the spa gene with a cycle threshold of 33, and no amplification of the scc gene. The repeat xpert test produced the same mrsa detected result. There were no indications of instrument malfunction. The most likely root cause of the false positive result is either the presence of sa at a low concentration that could not be subcultured or identified, regardless of its methicillin susceptibility, or a cross-reaction between the spa primers and probes and the cons strains present in the sample. The investigation is limited because the isolates were not preserved, and therefore no internal laboratory investigation can be performed. A malfunction cannot be excluded, and therefore this case is deemed reportable. Annex codes have been updated to reflect the outcome of the investigation and patient age and gender has been included in patient information section.